Manufacturer narrative:
UDI is unknown as the batch/lot number is unknown.

Event description:
It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2021 (manufacturer report number: 1627487-2021-14458), the anesthesia team had difficulty maintaining the patient's airway and they had to flip the patient to the supine position rather quickly. The patient did not receive any lasting issues from the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.